Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported dropping the insulin pump in the washing machine. The customer's blood glucose was unknown at the time of incident. Customer also stated moisture was present behind the insulin pump's screen. The customer reported that the insulin pump was no longer functional. The insulin pump will be returned on for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.